Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. Pump was recently serviced on for "under infusing.", and expulsor and valves were replaced as a precaution for the last issue. No problems were found with the fluid delivery of the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received regarding a cadd solis vip pump being used during testing. It was reported that the pump was under infusing. There was no patient involved.